Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 20358j, reader sn (B)(4)). Repeat cue covid-19 test performed on (B)(6) 2022 provided a negative result. The same day ((B)(6) 2022), customer tested negative with two lucerne tests (the customer did not respond to attempts to clarify if the test was antigen or pcr). The customer confirmed no known covid-19 exposures, and the test cartridges were stored according to the instructions for use.